Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an appointment with their healthcare provider (hcp) to have a surgical lead revision. The patient stated that they were going to put the leads up higher in their back. No further complications are anticipated.